Event description:
A pt underwent a neuroplasty procedure on the right leg and the insorb 2030 skin stapler was used to close the three bridging incisions. Three days post op, the incisions. Three days post op, the incisions separated.

Manufacturer narrative:
The complaint investigation has yielded little info about this case, the pt, and the specifics about the incident. The device used in the case was not available for examination.